Event description:
Discordant, falsely low sodium (na), and chloride (cl) results were obtained on patient samples tested on a dimension exl with lm instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced integrated multi-sensor technology (imt) pump head, imt rotary valve, all imt tubing, imt sensor, salt bridge and standard a solutions. The cse ran dilution check and corrected bias. The cse ran precision test and quality controls, which were within the acceptable range. The cause of discrepant sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.